Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow valve.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: large thrombus on inlet stader. Specific component(s) involved: inflow valve. Additional text: inlet stader. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.